Event description:
It has been reported to philips that the system did not boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not boot. After reviewing log file, fse found malfunction in the flex vision pc, which was unable to establish a connection with the host-pc. Upon troubleshooting, fse found that the software on flex vision pc was faulty due to power outage. To resolve the problem, fse replaced the flex vision pc's hard disk and performed software installation. After the repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.